Event description:
It was reported that coating issue occurred. A 300cm v-18 control wire was selected for use for a percutaneous transluminal angioplasty (pta) procedure in the av shunt. However, before the device was used inside the patient, it was noted that a section of the wire coating was missing. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Patient age at time of event: older than 18 years. Device evaluated by MFR: unit returned with its original pouch batch 22085964, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The device has its distal tip kink and the coating on the distal section is blurred. Therefore tappi chart test was performed. The overall length, distal tip, middle of the device and proximal section were within specification.

Manufacturer narrative:
Patient age at time of event: older than 18 years.

Event description:
It was reported that coating issue occurred. A 300cm v-18 control wire was selected for use for a percutaneous transluminal angioplasty (pta) procedure in the av shunt. However, before the device was used inside the patient, it was noted that a section of the wire coating was missing. The procedure was completed with another of the same device. There were no patient complications reported.